Manufacturer narrative:
(B)(4). List of associated devices: cr-flex gsf pct sz f-r minus, reference 00-5750-016-06, batch 64459337; peg prc tib plt size 5, reference 00-5970-045-01, batch 64740565; ng ac art surf 5-6/ grn 17mm, reference 00-5976-040-17, batch 64597174; all poly pat comp 35dia, reference 00-5972-065-35, batch 64774932. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient had an initial right total knee arthroplasty performed (B)(6) 2020. On (B)(6) 2021, it has been noticed a prepatellar bursitis inflammation treated with anti-inflammatories. On (B)(6) 2021, the patient suffered from a severe sepsis and acute organ dysfunction. Subsequently, the patient underwent simultaneous and bilateral knee irrigation and debridement with poly exchange on (B)(6) 2021 due to acute hematogenous infection.

Event description:
It was reported that the patient had an initial right total knee arthroplasty performed (B)(6) 2020. On february 24, 2021, it has been noticed a prepatellar bursitis inflammation treated with anti-inflammatories. On (B)(6) 2021, the patient suffered from a severe sepsis and acute organ dysfunction. Subsequently, the patient underwent simultaneous and bilateral knee irrigation and debridement with poly exchange on 11-may-2021 due to acute hematogenous infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated. Medical records have been received and reviewed. Nothing noticeable has been found that could help to determine the root cause of the deep bacterial infection of the knees. No laboratory analysis which allow to identify the bacteria has been provided. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. A complaint extract was done regarding revision due to infection, inflammation and pain: - 7 complaints (8 products), this one included, have been recorded on biomet bone cement r 1x40, reference 110035368, from january 01, 2018 to february 15, 2022. - 1 complaints (1 products), this one included, have been recorded on biomet bone cement r 1x40, reference 110035368, batch 004cac2505. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.